Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the pump while in use on a patient "continuously beeps after power on, loop reboots. Not work." Additional information states that the problem was solved by swapping out the pump to another pump. No additional medical intervention was needed. No report of patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "continuously beeps after power on" is confirmed based on the linked youtube video provided by the customer. The video shows the pump with a piezo alarm going off and rebooting after getting a white screen. The product was not returned for investigation. Additionally, the customer provided a picture which was also reviewed. The photo shows the label of the cpm board, which matches the lot of the original cpm. According to the service report, the cpm board was replaced. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump while in use on a patient "continuously beeps after power on, loop reboots. Not work." Additional information states that the problem was solved by swapping out the pump to another pump. No additional medical intervention was needed. No report of patient harm or injury.